Event description:
The customer requested assistance with checking the basal rate set to twenty four hours and not to twelve hours. The customer reported being in the emergency room the night before with high blood glucose of 425mg/dl. Troubleshooting was declined as customer stated that she was feeling sick, and the doctor was not sure if it was a stomach bug or having a bad infusion set that caused her glucose level to be high and out of control. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.